Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Unable to confirm complaint. Most likely underlying root cause: user has high glucose value.

Event description:
Customer complains of hi results. Customer's wife explained that he is experiencing symptoms such as fatigue, excess urination,thirst,and blurry vision. The customer's expected blood result is 200-300mg/dl fasting. Verified the strips expired 7/29/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: hi; 403mg/dl. Customer called seeking assistance with e4 error message from the device today; upon troubleshooting the meter did go to test mode and when blood was tested meter read hi. Time and date is not set and they could not verify if the readings were fasting or not. Customer was advised to seek medical attention.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause: user has high glucose value or strip issue.

Event description:
Customer complains of hi results. Customer's wife explained that he is experiencing symptoms such as fatigue, excess urination,thirst,and blurry vision. The customer's expected blood result is 200-300mg/dl fasting. Verified the strips expired 7/29/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer called seeking assistance with e4 error message from the device today; upon troubleshooting the meter did go to test mode and when blood was tested meter read hi. Time and date is not set and they could not verify if the readings were fasting or not. Customer was advised to seek medical attention.